Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that during testing of the device, the message "service unit" came on. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s device was evaluated by the customer with assistance from a philips call center representative. The philips response center engineer advised customer to replace the data card, lithium battery, and control pca.. The customer was advised to replace the data card, lithium battery, and control pca. And the device remains at the customer¿s site. One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. An u1303 was found defective on the returned power pca. The available information is consistent with a malfunction of the power pca. Philips cannot rule out a malfunction of the power pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.